Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2000 ohms and high capture thresholds of 5.0 v @ 0.5 ms. There was also noise with oversensing and pacing inhibition. Inappropriate shock delivery was noted, and therapy was turned off. The patient was fitted with a life vest. This rv lead remains in service at this time, however lead revision was anticipated. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).